Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination revealed that the stent posts were slightly deflected. Small needle holes were observed all around the sewing ring showing placement of implantation sutures. All leaflets appeared to be in the closed position with the free margins not in contact with adjacent free margins. The leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. It was noted that the device was returned in a hospital specimen cup with an unknown solution. There was no damage on the leaflets. The commissures were intact. Manufacturing quality engineering assessed the returned device. There were no manufacturing issues/defects observed that could have contributed to the reported paravalvular leak (pvl). Measurements were taken at the sewing area adjacent to each leaflet and were found to meet specification. Coaptation testing revealed normal coaptation. Radiologic evaluation did not reveal any stent damage or calcification. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the returned product analysis and received information, the reported paravalvular leak (pvl) could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 days post implant of this 23mm aortic bioprosthetic valve, according to the physician, there was paravalvular leak (pvl) through the sewing cuff near the patients left main coronary orifice. The valve was explanted and replaced. No additional adverse patient effects were reported.